Event description:
Healthcare professional reported "no complaint against the device" of a non-(B)(6) device. This record is for the left side. Device was explanted and replaced. Device will not be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4580. Device code: 3190. Ref report: mw5179790.